Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: contra-lateral side rupture.

Event description:
Healthcare professional reported right side "seroma, due to bicycle accident"; this is not device related. Physician further reported "radial folds" and "axillary lymphadenopathy" confirmed via MRI. The device remains implanted.